Event description:
It was reported that a 2.0 mm coupler did not close properly during a free rectus flap to the foot procedure. The surgeons inverted the end of the deep inferior epigastric artery onto one side of the coupler, and the anterior tibial artery onto the other side of the coupler. The coupler separated. The surgeons sutured the anastomosis by hand.

Manufacturer narrative:
The actual coupler device involved in the incident was not returned for evaluation. However, the remaining unused coupler assemblies from the same lot were returned and evaluated. There were no defects found in any of the returned, unused assemblies. All rings were seated at the bottom of the jaw, there were no bent pins, and each set of rings closed smoothly and each pin aligned with the corresponding hole in the mating ring. According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Same reporter as the following manufacturer report numbers, but separate events: 2183620-2012-00065, 2183620-2012-00068.